Event description:
A pt reported that their meter would not turn on. Pt was unable to use their meter due to the power issue. This issue was not resolved with troubleshooting. Pt was having a headache and then went to the hosp where they gave their medication for their pain. They also asked pt to take an insulin shot. It is unknown if pt's blood glucose was tested at the hosp. No further info has been reported.